Event description:
It is reported that the device was implanted in 2007. The patient came back for a follow-up visit, where the surgeon believes that there is superior wear present. The patient is scheduled for a revision surgery on seven months later, where the surgeon will put in a new constrained liner.

Manufacturer narrative:
Evaluation summary; cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.